Event description:
It was reported, the l connector was deformed after it was used on the patient; an unspecified non-serious injury was reported. Additional information received 26sep2024 reported, after the surgery, a nurse noticed the elbow connector was deformed; however, the initial leak test [was] passed without any issues and there was no harm to the patient.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual sample from the reported event was returned; however, the physical sample was not required to perform the evaluation; therefore, the investigation was performed based on the provided photographs of the alleged device. Review of the photos received confirmed the elbow was deformed. The root cause was determined to be "personnel training" related to the manufacturing process. All information reasonably known as of 22 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the l connector was deformed after it was used on the patient; an unspecified non-serious injury was reported. Additional information received 26sep2024 reported, after the surgery, a nurse noticed the elbow connector was deformed; however, the initial leak test [was] passed without any issues and there was no harm to the patient.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual sample from the reported event was returned; however, the physical sample was not required to perform the evaluation; therefore, the investigation was performed based on the provided photographs of the alleged device. Review of the photos received confirmed the elbow was deformed. The root cause was determined to be "personnel training" related to the manufacturing process. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.